Event description:
Additional information was received stating that the vns patient underwent generator replacement surgery on (B)(6) 2014. The explanted generator has been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
Describe event or problem, corrected data: initial emdr omitted that information was received from the physician that the increase in seizure intensity was unrelated to vns. This report is being submitted to correct this information.

Event description:
Clinic notes dated (B)(6) 2014 indicate that the patient&#39;s seizure frequency has stayed the same, but that the intensity of the seizures have become much more hard. It was noted that the vns settings were adjusted and there have been good results with the adjustment. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Additional information received from the physician on (B)(6) 2014 showed that the increase in seizure intensity was unrelated to vns therapy. The patient¿s generator revision appears to have been for prophylactic reasons.

Event description:
Analysis of the generator was completed. In the analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. The device was not at an end of service condition.